Event description:
It was reported the patient's lead had high impedances and was unable to enter MRI mode. Patient also reported fecal incontinence when therapy on. Surgical intervention may be pending to address the issue. Note : it is unknown which lead is related to this issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name :scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000154111.